Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The wire break happened around 3.74 in from the conductor wire proximal pin connection. There were no signs of thermal damage observed. The complaint regarding instrument would not activate was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps instrument energy would not activate, despite replacing energy cord. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed.